Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the stapler didn't feel right for all firings, both with the blue and white reloads on this procedure. It fired ok the first few times across the stomach, but the surgeon did comment that it made a 'grinding noise'. When they came to do the gj anastomosis the stapler fired half way but did not cut and again made the grinding sound. The patient is now in stable condition. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: batch # m53t65. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deploy a partial staple line then stop? How many staples deployed? Were the staples in the proper b form shape? Did the knife move forward at all ? The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded on the device. The reload was received partially fired 1/2 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.